Event description:
According to the reporter, during a retrograde nail procedure the surgeon opened with the 13.0 mm cannulated drill bit and the 13.0 mm protection sleeve swung around and smacked the surgeon's hand. Surgeon did not experience any broken skin. The drill bit and protection sleeve appear to be slightly bent with the drill bit sticking in the sleeve. The procedure was completed with no adverse event to the surgeon or the pt. This complaint is on the protection sleeve.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. No nonconformance were found in the device history record related to this complaint, all measurable features related to this complaint that could be verified during this evaluation meet specifications, and not evidence could be found during this evaluation to confirm the complaint.